Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post-operatively a pulsed field ablation procedure, the patient's dementia and dizziness progressed. A brain surgery and magnetic resonance imaging (MRI) revealed multiple cerebral infarctions. The physician mentioned that the event might have been caused by an intracardiac thrombus/air embolus that was originally present, and that the possible causes were the addition of a gap to pulmonary vein isolation (pvi) and that the "roofat" had been rotated, which meant the catheter had to be removed and inserted twice when performing box isolation. After hospitalization and treatment, the patient underwent rehabilitation they were discharged. The patient is currently able to walk. No further patient complications have been reported as a result of this event.